Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The physician placed a taxus express2 2.5x24mm drug eluting stent to the 70% stenosed lesion located in the nontortuous, noncalcified, mid left anterior descending (lad) artery. The lesion was pre-dilated with a 20mm balloon, unk type. The lesion post-dilated with a 20mm balloon. "The pt died after the stent was implanted." Add'l info regarding this event has been requested.

Manufacturer narrative:
H6. A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 8893660 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident could not be determined. There are four similar complaints, of this nature, related to this batch #.